Event description:
Healthcare professional reported ¿rupture for left side¿. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "lt ax gel migration."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6 reason for reoperation: silicone migration.

Event description:
Healthcare professional reported ¿rupture for left side¿. Later healthcare professional reported migration. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the anterior side assessed as unidentified (tear) opening (shell thickness within specification.) Silicone migration: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.